Event description:
It was reported that the home patient (hp) had a system error 2267 (air and fluid in line/set) on the homechoice (hc) device during fill four of six of peritoneal dialysis therapy. The home patient was connected. Troubleshooting was unable to determine the cause of the alarm. The technical service representative assisted the hp in clearing the alarm and in ending therapy. The hp would complete therapy using all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.